Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00010).

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 01/18/2021. Flow rate testing was confirmed that the flow rate deviation is -8.93%. The flow rate accuracy is not within +/- 5% which is outside of the passing criteria. The reported issue was confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 06/15/2020, a distributor of infutronix reported a flow rate issue on behalf of an end user: "patient stated that it took 2 hours for the final ml of medication to infuse and that it repeatedly beeped and paused." A complaint of slower than normal infusion. Device operator was a registered nurse. A patient was involved but not harmed.